Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The analysis results are consistent with the reported shaft leak; though there was no damage to the shaft. Functional testing confirmed that the pinhole prevented balloon inflation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that shaft leaked occurred. The vascular access was obtained via left femoral artery with 5f50cm non bsc sheath. The 90% stenosed target lesion was moderately tortuous and moderately calcified below the left knee artery. After 0.014 inch 175cm non bsc guide wire crossed the lesion, a 2 mm x 40 mm x 145 cm coyote es balloon catheter was advanced. During predilatation with the device, it was found on the angiogram that the contrast dye was leaking. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed balloon pinhole.